Manufacturer narrative:
The device was returned to smiths medical did not notice any external damage. Could not download history because pump would not turn on. Performed functional tests. The pump had red screen and error code 45169 during startup. The main board was inoperable. Unable to determine root cause. Replaced main board. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that error code 45169 occurred and not powering on. No patient injury was reported.